Event description:
On oct 25, 2007, it was reported to boston scientific corp that a wallstent biliary stent w/unistep plus was used during an endoscopy retrograde cholangiopancreatography (pt age, gender and weight unk) in 2007. According to the complainant, "it was not possible" to deploy the stent. The physician removed the device and successfully completed the procedure with a second wallstent biliary stent w/unistep plus. At the conclusion of the procedure, the pt's condition was reported as "ok."

Manufacturer narrative:
Note; the event, as reported, did not reflect an MDR-reportable scenario; however, eval of the returned device revealed a reportable malfunction. This report is submitted based on these results. A visual examination of the device revealed several damaged distal stent wires, which penetrated the outer sheath. Several bends were found in the stainless steel shaft and the outer sheath had retracted from the tip. A functional eval revealed that once the outer sheath was retracted, the stent could be deployed. Although the root cause is unk, the damage is consistent with a failure mode identified in the prod directions for use: "caution: do not push on the device with the stent partially deployed. The stainless steel tube must be immobilized securely. Pushing on the delivery sys may cause misalignment of the stent and possible duct damage." A review of the device history record for the lot was performed; no anomalies were noted. A search of the complaint database revealed no add'l complaints reported for this lot.